Event description:
The customer contacted stryker to report that their device intermittently not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the battery pins. Stryker replace the battery pins to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer.